Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the high blood glucose of 451 mg/dl, customer administered manual injections. Customer stated he has been getting battery alarms all day. Customer stopped using the device and continued to use the manual injections. Troubleshooting was performed for the alarms. Alarm and possible cause were explained to the customer. Customer was advised to check battery cap and compartment for damage or corrosion, none noted. Customer was advised to clean with alcohol wipes, customer was not home. Customer was unable to finish troubleshooting. No further information reported.